Event description:
It was reported that prior to starting a da vinci si surgical procedure, a plastic piece was identified to be missing from the fenestrated bipolar forceps instrument. The reporter was unable to provide the specific part of the instrument was missing. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations confirmed there was a missing 0.033 x. 0.041 piece of the yaw pulley. One yaw pulley exhibited charring and localized melting partial part of the grip base. Charring may be due to a breach in the insulation. Internal laboratory testing has determined that the arc track failure mode is most likely to occur when a bipolar instrument is energized with no tissue between the grips. Internal arcing in bipolar instruments results in a potential loss of product function, but no transfer of energy to the patient. Intuitive has concluded that the likelihood of injury due to this failure is remote. User are instructed to retain back-up instruments in case that an instrument fails to perform, and are also instructed in proper technique to minimize the likelihood of internal arcing. Additional observations not reported by the customer were pulley and main tube damages. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. The distal end of main tube had various scratch marks showing light material removal and a rough surface finish. Scratches were short in length and were not axially aligned with the tube. No other damage found. Evidence not conclusive, but the pulley and main tube damages may be due to mishandling/misuse. The instruments and accessories instructions for use (IFU) specifically states: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.